Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "study: stryker pegasus subject: (B)(6). Distal interlocking screw appears broken. Subject came in for 3 month visit on (B)(6) 2024 clinical evaluation of bone consolidation ¿ not consolidated, pain on weightbearing. Radiographic evaluation of bone consolidation ¿ pending, not entered by site."